Event description:
It was reported through medimex, a distributor, that, "during a rectum resection at the hospital, the head (cartridge holder) detached from the shaft. There was no patient injury and the procedure was not atlered. It was completed with another device".